Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the centrifugal control module unexpectedly went blank. The user was able to restore function by pressing the power button. There was no adverse consequence to a patient as a result of this event.